Event description:
Complaint received as follows: according to nurse educator flexiseal in for a couple of weeks and has developed an open area at the level of the anus. There has been some bleeding from the area twice in the last day. There was discussion as to whether the flexiseal should be removed. Pt was seen and scoped by gi. Gi felt the bleeding was a little ulcer caused by the flexiseal. Gi suggested to keep the flexiseal in but only put 30 mls of water in the balloon. The device was removed when bleeding was noticed, described as 'moderate'. Colonoscopy showed an anal ulcer/tear with blood clot. Pt was not reported to have required a transfusion of blood or blood products. The indication for fms use was diarrhoea caused by antibiotic use. Reported to the FDA on (B)(6) 2012. (B)(4).